Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when connecting to the irrigation lumen, the water would not flow. Irrigation was being used for bladder irrigation post-op. The device was replaced with the same type of catheter.

Manufacturer narrative:
Received one 3 way catheter. Per a visual evaluation it was found that the catheter did not have an irrigation eye on the catheter tip which prevented the catheter from irrigating. The complaint was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.